Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the light guide fiver bundle (lcb) is broken. Based on the result, we concluded that it was caused, due to the excessive force applied on the lcb.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image to dark, lcb reduced to 80 / 00%. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image to dark, lcb reduced to 80 / 00%. This event occurred at the time of before use. There was no report of patient harm.